Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: orbit galaxy (640cf2505/17397567), dcs syringe ii (635-002/96331257), 6fr short sheath (medikit), chikai 10 (asahi intecc), 6fr slimguide (medikit), headway 17 (terumo, 45 degree-angled), map403 and map111 merit bleedback alternative series hemostasis valves (merit medical).

Event description:
It was reported by the hospital contact that while inserting the complaint orbit galaxy (640cf2505/17397567) the physician experienced a severe resistance in the body of the microcatheter. The physician tried to re-sheath the coil; however, it was discovered that the embolic coil was fully-stretched. The procedure was completed without further issues, and there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to the event. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of an aneurysm at the a-com. The patient was a (B)(6) year-old male, whose vessels were moderately tortuous and mildly calcified. A 6fr short sheath by medikit (model unknown), a chikai 10 (asahi intecc), a 6fr slimguide (medikit), a headway 17 (terumo, 45 degree-angled), and map403 and map111 merit bleedback alternative series hemostasis valves (merit medical), and dcs syringe ii (635-002/96331257) were used for this procedure. The coil did not prematurely detach. The same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the event.

Manufacturer narrative:
It was reported by the hospital contact that while inserting the complaint orbit galaxy (640cf2505/17397567), the physician experienced a severe resistance in the body of the microcatheter. The physician tried to re-sheath the coil; however, it was discovered that the embolic coil was fully-stretched. The procedure was completed without further issues, and there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to the event. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of an aneurysm at the a-com. The patient was a (B)(6) year-old male, whose vessels were moderately tortuous and mildly calcified. A 6fr short sheath by medikit (model unknown), a chikai 10 (asahi intecc), a 6fr slimguide (medikit), a headway 17 (terumo, 45 degree-angled), and map403 and map111 merit bleedback alternative series hemostasis valves (merit medical), and dcs syringe ii (635-002/96331257) were used for this procedure. The coil did not prematurely detach. The same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the event. A non-sterile og cmplx fill coil 2.5x5 and dcs syringe ii were received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at 7.4, 44.3, 65.5, 78, 86 and 110cm from the proximal end of hub. The introducer was received zipping and it was found without damages. The support coil, gripper and embolic coil were received outside of the introducer. The support coil was inspected and no damages were noted on it. No damages were noted on dcs syringe. The gripper and embolic coil were inspected under vision system; no damages were found on gripper while the embolic coil was found stretched. The suture of the embolic coil was found broken. The od from the delivery tube was measured and was found within specification. Actual hypotube od: 0.0130"; specification: 0.0130" (+0.0000 / -0.0005) . Actual body fusion od: 0 .0152¿; specification: max od: 0.0156¿. Actual support coil od: 0.0138¿; specification: max od: 0.0156¿. Actual distal fusion od: 0.0143¿; specification: max od 0.0156¿. Equipment: laser mike ID: 17073e calibration due date: 07/02/2016. The failure reported by the customer as ¿detachable coil delivery system (dcs) - resistance/friction¿ could not be evaluated due to the condition of the hypotube and embolic coil. The failure reported by the customer as ¿coil- unraveled/stretched-in microcatheter¿ was confirmed. The conditions of the hypotube and the embolic coil were apparently caused by applying excessive force on it but it could not be conclusively determined. However; these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Handling and procedural factors could be contributed to this condition. Therefore no corrective action will be taken at this time.